Event description:
A customer observed a non-reproducible falsely elevated vitros trop I es result for a patient sample tested on a vitros eci analyzer. The result did not agree with indications from other cardiac marker results obtained from the same sample. The laboratory did report the falsely elevated vitros tropi es result but there was no allegation of harm. A corrected report was sent to the patient's physician.

Manufacturer narrative:
Investigation into this event showed that the issue was related to one patient and one specimen from that patient. Evaluation of the instrument has determined that it was operating within expected conditions after the event. The sample gave an elevated trop I es result which was reported. The same sample was re-assayed and results within the normal range for trop I es were obtained. The investigation concludes that a single non repeatable falsely elevated result was obtained. A definitive root cause of this event could not be identified although the investigation determined that sample tube processing was taking place that was outside of the sample tube manufactures recommendations, which may have contributed to the event. A corrected report was sent to the patient's physician prior to any treatment being given. There was no allegation of patient harm as a result of this event.